Event description:
Prior to using the syringe, a foreign object was seen inside the barrel.

Manufacturer narrative:
The anesthesiologist was preparing to draw up medication into a syringe and visualized a foreign object in the barrel of the syringe that was a component in a procedural pack. It was identified prior to use and did not come in contact with the pt. The sample was returned and evaluated. The issue was confirmed. We have no other similar incidents reported to us for this syringe component. No pt injury resulted but in an abundance of caution, this medwatch is being filed.